Event description:
On (B)(6) 2013, when the customer at (B)(6) medical center, (B)(6) unplugged the rotaflow ICU pump module, (english- us 115v/60hz), article number 70105.1712, serial number (B)(4) to transport the patient, the pump died immediately. They plugged the device back in and the pump started back up. Battery power should have prevented the unit from stopping operation. There was no error message received before the unit shut down. The unit was removed from service following the event. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the battery pack was replaced. The device was tested to factory specifications and passed all tests. (B)(4).